Event description:
Pt states she developed a corneal infiltrate in the left eye. She was given medication and was allowed to heal for a month. The pt put lenses back in and alleges within 5 hours the infiltrate was back. She went to a corneal specialist and states she was treated for eye infection ou. Attempts to contact the ecp have been made for more information regarding treatment and diagnosis, with no response to date. This is being filed as unconfirmed infection with infiltrates.

Manufacturer narrative:
Hit is being filed as unconfirmed infection with infiltrates. This report is related to (B)(4) 9614392-2012-00005. Method code: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the event. Results code: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have cause or contributed to the incident. Conclusions code: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.